Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt was admitted for gi bleed. It was noted that the pt had a gastric arteriovenous malformation (avm) and treated with thermal ablation. The pt was discharged home.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.